Event description:
Revision surgery - broken stem on ps tibial insert. Sz. 6/13 itbial poly.

Manufacturer narrative:
Per intial reporter, encore/(B) (4) sales representative, surgeons nurse was contacted on 08/19/2009 and again on 08/21/2009. Both times the nurse stated that no additional information is available for this pt.